Manufacturer narrative:
(B)(4) secondary surgery. (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2004, in pt's right eye. Posterior subcapsular cataract first observed on (B)(6) 2008. On (B)(6) 2009 the icl and cataract were removed and an iol was implanted.